Event description:
Patient arrived for carotid stent placement. Carotid stent successfully placed, no patient complications. At the end of the procedure, the decision was made to place a perclose closure device. Upon deployment of perclose device, an issue arose and the device was unable to be removed. It was at this point doctor consulted another doctor who then arrived, and was able to remove the device successfully without having to take the patient to surgery. All sheaths were then removed, and hemostasis was achieved, except a 5fr sheath in the vein on the right leg. Patient was then transferred to his bed where a femstop was placed and the patient was transferred to his room.